Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for the anastomosis. During the procedure, the needle separated from the suture during tissue passage. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2020. A manufacturing record evaluation was performed for the finished device lot pdh004, and no non-conformances were identified.